Manufacturer narrative:
An event regarding pain involving simplex bone cement was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned; they remain implanted. -medical records received and evaluation: not performed as insufficient medical records were received for review with a clinical consultant. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined based on the limited information provided. Further information such as pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics; they remain implanted. If additional information becomes available, this investigation will be reopened.

Event description:
Maude event report mw5043575: total right knee replacement in 2013. Terrible pain unable to do many chores and other activities previously done. Extreme pain of the knee since then. Doctor prescribed many opiates. Have hfa (high frequency neurotomy/ablation). Now must continue with another set of injections for steroids. Have severe inflammation of nerve endings.

Manufacturer narrative:
This event was received via FDA maude event report. Competitor devices were used and reported in conjunction with stryker cement therefore, we are reporting the cement. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Maude event report mw5043575: total right knee replacement in 2013. Terrible pain unable to do many chores and other activities previously done. Extreme pain of the knee since then. Doctor prescribed many opiates. Have hfa (high frequency neurotomy/ablation). Now must continue with another set of injections for steroids. Have severe inflammation of nerve endings.